Event description:
It is reported that a customer was hospitalized for a low blood glucose levels. The details of hospitalization were not recorded. The customer's blood glucose level was over 200 mg/dl at the time of the call. The customer stated that their java program needed permission to operate. The customer was assisted with programming the java system. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.